Manufacturer narrative:
Concomitant medical products: product ID 3387s-40, lot# va1ht4l, implanted: (B)(6) 2018, explanted: (B)(6) 2020, product type lead; product ID 3708660, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2020, product type extension. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 18-apr-2020, UDI#: (B)(4); product ID: 3708660, serial/lot #: (B)(4), ubd: 07-jan-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient experienced erosion at the lead/stimloc site. The hcp said the patient had fallen and damaged the lead. The hcp determined the lead had become external to the scalp and the right side system was removed. The issue was resolved. No further complications were reported/anticipated.